Manufacturer narrative:
A ge service rep performed an on site investigation. The tube was cleaned and re-greased. The hard drive and software were installed during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9600 system had an overload fault error and collimator iris error at boot up. No pt injury was reported.